Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported there was a draining slowly message that occurred in drain 3 of 4 of pd treatment. The message occurred several times that day. The patient was traveling so the patient decided to finish draining later that day after getting back home. When the patient attempted to set up to drain after getting back home there was fluid found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient is using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was a draining slowly message that occurred in drain 3 of 4 of pd treatment. The message occurred several times that day. The patient was traveling so the patient decided to finish draining later that day after getting back home. When the patient attempted to set up to drain after getting back home there was fluid found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient is using the same cycler. The cycler set is not available to return.